Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 29.5 mmol/l and moderate ketones. Customer attempted to resolve the bg by manual insulin injection. Reportedly, the customer was hit by a student, and the pump had quite a fall. There was no physical damage but since then the customer has constantly been high. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No issues observed with the cartridge, infusion set, tubing or cannula. No pump issues identified. Customer was discharged the next day with the issue resolved and no permanent damage.